Event description:
It was reported the pt underwent valve replacement surgery in 2007. During the operation, the surgeon measured the pt with a 27 mm valve but a 27 mm valve was not available, so the surgeon opted to implant a 25 mm valve. Eight days post-op an echo showed a high gradient of 90 mmhg, the pt showed no symptoms and was discharged. At another f/u the gradient was 106 mmhg with an ef of 35-40. The valve was explanted due to thrombus. The pt experienced no adverse consequences.